Manufacturer narrative:
The autopulse platform in complaint was not returned to zoll for investigation. However, the device was evaluated by the distributor on 04/10/2015. Investigation results as follows: visual inspection of the platform was performed and found no visible or physical damages to the platform. The customer's reported complaint of the platform displaying a user advisory (ua) 16 (timeout moving to take-up position) message was duplicated during functional testing. Further investigation determined that the brake was locked. After unlocking and readjusting the brake, functional testing was continued without any issues. Based on the investigation, no parts were identified for replacement. In summary, the reported complaint of the platform displaying a ua 16 message was confirmed during functional testing. Further investigation determined that the ua 16 message occurred because the brake was locked. After unlocking and readjusting the brake, the platform passed all final functional testing criteria.

Event description:
It was reported that the autopulse platform displayed a user advisory (ua) 16 (timeout moving to take-up position) message. No adverse patient sequelae was reported. No further information was provided.